Manufacturer narrative:
Update to relevant tests/laboratory date as the device involved in the complaint has not been returned, a device analysis could not be performed. However, a review of the complaint report, device history record, and sterilization record were found to be satisfactory and did not find any anomalies or deviations that potentially relate to the reported event. Additional suspect medical device components involved in the event: model: sc-2352-70. Serial/lot: (B)(4)/21296101. Description: linear 3-4 lead 70 cm.

Event description:
A report was received that during the post implant suture removal the patient had discharge from the wound in her natal cleft area. Patient then underwent a wound washout; and it was noted that no infection was sighted, but cultures and swabs were taken as a precaution. Lab results have not been reported, and the patient was not prescribed antibiotics. Device will not be returned as it remains in service.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model: sc-2352-70; serial/lot: (B)(4)/21296101; description: linear 3-4 lead 70 cm.

Event description:
A report was received that during the post implant suture removal the patient had discharge from the wound in her natal cleft area. Patient then underwent a wound washout; and it was noted that no infection was sighted, but cultures and swabs were taken as a precaution. Lab results have not been reported, and the patient was not prescribed antibiotics. Device will not be returned as it remains in service.